Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged one day post implant. A revision procedure was performed. The lead was explanted and another manufacturer's rv lead was successfully implanted. No adverse patient effects were reported.